Event description:
A customer reported a complaint of imprecise sequential readings on their freestyle freedom meter. The customer obtained readings of 16 mg/dl and 93 mg/dl within a ten min timeframe. All readings were taken from the arm. When plotted on a parkes error grid the results fall in the 'c' zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's meter was returned and prod testing did not confirm the complaint. All results were within the range specifications and no errors were observed during control solution testing. Due to the potential for mistreatment a MDR is required.